Event description:
The device was returned for preventative maintenance by the customer with the allegation that the low pressure alarm did not sound. The device was not reported to be in patient use. No harm or injury was reported. During a routine service evaluation by the manufacturer, respironics, it was discovered that all alarms functioned intermittently, investigation determined the intermittent alarm operation was associated with the power switch assembly. The power switch was evaluated by engineering and was found to perform correctly. The power switch was reinstalled into the device and the intermittent alarm condition was no longer exhibited. It was concluded by respironics engineering that the intermittent alarm function was likely caused by a degradation of the solder connection at the terminals of the power switch assembly. The information that respironics has at this time indicates that this is an isolated issue and is not characteristic of design control or quality issues with this device and therefore does not affect the current production of the device and its release of the customer for intended use.

Manufacturer narrative:
During engineering investigation it was discovered that the cause of the intermittent alarm function was due to a solder connection of the power switch that gave the customer the alarm failure.